Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during an unknown procedure, each tissue pad was detached off outside the patient. Since the tissue pads were detached off outside the patient, no pieces were left inside the patient's body. An error 5 was also displayed. Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed of two devices